Manufacturer narrative:
Philips has investigated this complaint. According to additional information the customer was performing diagnostic general surgery procedure. The procedure was completed by using another system. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not emit x-rays. The rse reviewed the log file and identified that the system was reporting a missing 24v power tray. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found defect in pdu fantray and dcps. The defective pdu fantray and dcps was returned for analysis, and it confirmed malfunction in power supply unit (psu02). To resolve the reported issue, the fse replaced the pdu fantray and dcps. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not make x-ray. The device was in clinical use at the time of reported event. The procedure was completed by using another system. No harm was reported to philips. Philips has started an investigation of this complaint.